Manufacturer narrative:
Should additional info becomes available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01171. On (B)(6) 2010, an elevate anterior system was implanted. Another ams mesh device was implanted during the same surgery. Plaintiff's attorney has alleged that, "thereafter," plaintiff "experienced many medical complications due to the products," including, but not limited to, "urinary incontinence, pain and dyspareunia," and "pain and suffering, emotional distress," it was reported that plaintiff had "ongoing medical care, including additional surgical procedures," and that plaintiff had a "negative immune response," that promoted "inflammation of the pelvic tissue" and contributed to "serious adverse reactions," and that she had severe and irreversible injuries and other losses.